Event description:
On 17-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 25 mg/dl following a meal announcement. The user was evaluated and treated in the emergency room with IV dextrose and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in emergency medical evaluation while using the ilet. This situation is consistent with excessive insulin delivery relative to carbohydrate intake following use-related factors associated with meal announcements. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not directly capture hypoglycemia during the reported period due to a brief cgm signal interruption; however, cgm data showed a rapid glucose decline following a meal announcement delivered after glucose levels had already begun rising, increasing hypoglycemia risk. Review of use patterns also indicated frequent ¿less than usual¿ meal announcements, which may have contributed to inappropriate adaptation of meal dosing. Based on available information, the event was attributed to use-related therapy management factors rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.